Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04383. It was reported one of the patient's supraorbital leads was eroding through the skin. As a result, the patient underwent surgical intervention wherein a portion of the lead was cut and removed from the midline neck. The proximal portion of the leads remain implanted. Effective therapy resumed following the procedure and the issue is resolved. It is unknown which lead eroded through the skin. Therefore, all suspected devices are being reported.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-04383. Follow-up information revealed the patient underwent surgical intervention wherein the remaining part of the leads were explanted and replaced with new ones.